Event description:
The surgeon reported that the terry squeegee capsule polisher felt "unfamiliar" during two procedures in which the posterior capsule was torn on both procedures. The surgeon was not blaming the device for the torn capsules however, they did occur while the device was in the pt's eye. Additional info was received on 02/09/2009, the surgeon reported both pts are doing fine, and ultimately did not feel that there was any concern with the terry squeegee device. No additional info is expected.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable info becomes available.